Manufacturer narrative:
Patient weight and bone quality are unknown. Implant and explant dates are not applicable since product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.

Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.